Event description:
A customer reported to baxter corporate product surveillance (cps) a interlink vented paclitaxel set in which the tubing was "snapping" off below the drip chamber. According to the report, the end user stated that the tubing was separated about a half inch below the drip chamber. No visible irregularities were observed. The alleged defect occurred during priming. Therefore, there was no patient involved. There were no reports of patient injury, medical intervention, or adverse events associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown. Baxter will continue to monitor similar reports to determine if further actions are required.